Event description:
It was reported that the patient has been experiencing elevated blood glucose levels over the past two weeks. On (B)(6) 2012 the patient's blood glucose level was 357mg/dl at night. The patient woke up with a bg of 231mg/dl. Following breakfast on (B)(6) 2012 the patient's blood glucose level rose to 480mg/dl and the patient reported feeling sick. The patient was given a bolus of 1.4 units and was drinking water. The patient's bg was down to 223 later in the afternoon and the patient was feeling better. The patient's doctor has instructed that the patient's basal rates be increased. The pump history and settings were reviewed and no issues were found. This report is being made based on the allegation that the patient experienced elevated blood glucose levels.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.